Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure withdrawal difficulties occurred. The 95% stenosed, 10mm in length, severely calcified, de novo, ostial target lesion was located in the right coronary artery (rca). A non-bsc guide catheter and guide wire were placed. A 3.0x8.0mm apex balloon was inserted and inflated to 16 atms to predilate the target lesion. The apex was exchanged for a 4.0x10mm flextome cutting balloon. The 4.0x10mm flextome was inflated 6 times to unspecified levels. On the last inflation, the 4.0x10 flextome was inflated to 16 atms and the balloon ruptured. The physician encountered removal difficulties as he was not able to pull the flextome back into the guide catheter, "because it was winged so bad, because of it being ruptured." The device was removed along with the guide wire and guide catheter. The physician then advanced a bsc jr 3.5 guide catheter to re-cannulate the artery and inserted a non-bsc guide wire. The target lesion was stented with a 3.5x12mm promus stent with "very nice result" and post-dilated with an unspecified "4.0x12 post dilation balloon". There were no pt complications reported with the pt's current condition listed as "fine".